Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, guide catheter: launcher sal1. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue; however the reported failure to advance appears to be related to circumstances of the procedure. Traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a concentric lesion with moderate tortuosity, moderate calcification and 90% stenosis in the left main coronary artery. After the guide wire was advanced in the vessel, the nc traveler balloon catheter was advanced to the target lesion. During the first inflation, the nc traveler balloon slipped at 4 atmosphere (atm), the balloon catheter was pulled into the guiding catheter (not completely out of anatomy) after the balloon slip and re-advanced. The balloon was inflated again, but at 8 atm the balloon slipped again. The balloon catheter was advanced for a 3rd time but failed to cross the lesion due to the anatomy. The nc traveler was withdrawn and a new non-abbott balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.